Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300-600 mg/dl. Correction boluses via the pump were delivered to address bg. Reportedly, the pump supplies were changed to address the issue.